Event description:
Allegedly would not fit over the rod as if the tolerance hole was too tight. It actually stuck and could not be removed. This added three to five mins to surgery time. Used back-up system to finish surgery.

Manufacturer narrative:
Conclusion: no failure detected and product within specification.the complaint was reviewed and analysis showed no trend. Evidence that product in specification when used.

Manufacturer narrative:
This is a reportable malfunction. Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.